Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "recurrent hematomas within the iliopsoas muscle caused by impingement after total hip arthroplasty" by robert b. Bartelt, md and rafael j. Sierra, md published by the journal of arthroplasty vol. 26 no. 4 2011 on 1 april 2010 was reviewed for mdv. The article was of a case study of a (B)(6) man who received a right uncemented tha with a depuy pinnacle acetabular component and summit stem. He initially was pain free for first 8 months and then reported episodic pain in 4 year time span with note of severe right groin pain. CT scans indicate a hematoma in the right psoas muscle. The patient had no history of hematomas and the episodes occurred only after tha was performed. Further examination revealed pain and trac weakness with hip abduction; negative trendelenburg test, positive psoas stretch test and pain with resisted straight leg raise. Palpation did not reproduce the pain. Strength was noted as normal for quadriceps, tibialis anterior and gastrocoleus. Radiographas showed the acetabular component was laterilized, relatively retroverted with respect to the patient's native acetabulum and prominent anteriorly. No vascular abnormalities were noted. The decision was to proceed with acetabular component revision. Intraoperative findings were dark blood consistent with old hematoma found and evacuated when bursa overlying the abductors was split as blood from within the joint was escapting through the most anterior and distal aspect of abductors that had not healed. More dark blood exited probed psoas exiting from the pelvis but no active bleeding was seen. A debridement rather than a tenotomy of the psoas was performed. The femoral component was left intact as it was well fixed and the acetabulum component was replaced with a non depuy product. Patient's groin pain improved dramatically and 1 year post op the pain disappeared completely. There has been no recurrences of hematoma. The article states: "the decision to proceed with acetabular cup revision instead of iliopsoas tenotomy was based mainly on the fact that the patient appeared to have reasonable bone stock and was of young age, and the fact that the acetabular component was malpositioned.." Adverse events: surgical intervention, pain, implant site hematoma, malpositioned cup. Impacted product: pinnacle cup.